Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An evaluation of the component was unable to be confirmed or duplicated. Transducers successfully passed calibration testing.

Manufacturer narrative:
The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays intermittent transducer fault alarms. The customer reported the most likely cause of the reported event is the main printed circuit board assembly. The issue occurred during patient-use; the customer reported there is patient consequence associated with the event.